Event description:
It was reported that during an ablation procedure, a cardiac tamponade was discovered using an echocardiogram. Medical intervention administered was cardiac drainage.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the biosense webster navistar diagnostic/ablation deflectable tip catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braiding tip dictates that care be taken to prevent perforation of the heart."